Event description:
The customer reported low battery longevity in the insulin pump. The customer stated that the device then had a blank screen and would not power on. During troubleshooting for the blank screen, the insulin pump powered on properly; the display returned. A replacement battery cap was sent to the customer as a courtesy and to rule out a faulty battery cap being the cause of the device's problems. The customer declined low battery alarm troubleshooting. The customer's blood glucose value was 94 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)